Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a blood glucose level of over 600 mg/dl. The customer expressed the following symptoms of her high blood glucose level: vomiting and dry mouth. She was treated with an insulin drip. On (B)(6) 2014, the customer received a button error alarm from her insulin pump. The customer's blood glucose level at the time of the report was 129 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.